Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn tubing ruptured and leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the aortic cta operation at 19:05, the family member found the contrast agent leaked, and the operator immediately stopped scanning. The catheter tube was found to be ruptured, so the indwelling needle was pulled out in time. The radiologist on duty immediately informed the emergency department to deal with it accordingly.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9053579. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn tubing ruptured and leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, during the aortic cta operation at 19:05, the family member found the contrast agent leaked, and the operator immediately stopped scanning. The catheter tube was found to be ruptured, so the indwelling needle was pulled out in time. The radiologist on duty immediately informed the emergency department to deal with it accordingly.